Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked a lot. The device was used as-is to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: 2nd: were any noises heard such as whistling or hissing? --- the information was not provided from the hospital. If so, did the noise prevent insufflation? Please describe the noise. --- the information was not provided from the hospital. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? --- the information was not provided from the hospital. Were you able to identify where the leak was coming from? ---from the valve. Was a device inserted in the trocar during the leaking? If so, what device? ---the event occurred when a 5mm forceps was removed from the trocar. Was any torque being applied to the trocar or device? --- the information was not provided from the hospital.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.